Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd catheter leaked. The following information was provided by the initial reporter: "it was reported that the catheter leak around the insertion site, needle seems dull needle would not puncture skin, difficulty drawing labs through the catheter and heplock , the "j" waggle doesn't ever work. Verbatim: good morning, here are some areas of concern regarding the bd piv caths. Staff have said that the catheter leak around the insertion site. Saw this 5 or 6 times in the last month. 7j staff talked with IV services about it and they were aware of the issue. I have reached out to max. Needle seems dull ¿ coached staff to ensure the angiocath was not covering the needle upon insertion. Observed process and angiocath was pulled back and not extending over needle tip. Needle would not puncture skin. Which unit reported this and who observed the process? This needs to be reported to field assurance. Difficulty drawing labs through the catheter and heplock. The "j" waggle doesn't ever work".

Event description:
It was reported that an unspecified bd catheter leaked. The following information was provided by the initial reporter: "it was reported that the catheter leak around the insertion site, needle seems dull needle would not puncture skin, difficulty drawing labs through the catheter and heplock , the "j" waggle doesn't ever work verbatim: good morning, here are some areas of concern regarding the bd piv caths. 1. Staff have said that the catheter leak around the insertion site. Saw this 5 or 6 times in the last month. 7j staff talked with IV services about it and they were aware of the issue. I have reached out to max. 2. Needle seems dull ¿ coached staff to ensure the angiocath was not covering the needle upon insertion. Observed process and angiocath was pulled back and not extending over needle tip. Needle would not puncture skin. Which unit reported this and who observed the process? This needs to be reported to field assurance. 3. Difficulty drawing labs through the catheter and heplock 4. The "j" waggle doesn't ever work"

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.